Manufacturer narrative:
Investiation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fulid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electostatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customerst that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube size and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On or around 2/17/97, the account reported an erratic ck-mb result, which was run on the analyzer, and the pt's physician performed a cardiac catheterization based on the result. A result of 13.1 ng/ml had been reported and was questioned by the physician after the cardiac catheterization was negative. Repeat testing of the sample on the same device gave a result of 13.8 ng/ml. However, when the sample was tested on a different device, a result of <0.7 ng/ml was received and reported. Pt results before and after this sample on the second analyzer were also <0.7 ng/ml. All samples were run from sample cups, or instrument lines. According to the account, all co's controls were in range on both analyzers. No further pt info has been received from the account.